Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (problem code). A getinge field service engineer (fse) evaluated the unit and confirmed the reported and cleaned the touch screen which corrected the issue. All functional and safety test performed. Return machine to customer for clinical use.

Event description:
N/a.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had touch screen out of order. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.